Manufacturer narrative:
Event site postal code: (B)(6). The device involved in the reported event is a sterilizable handle, integrated within a prismalix surgical light configuration. The unit is identified by the following numbers: serial number: (B)(6). Catalog number: ard567203972. Manufacturing date: 10/16/2020 the unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue involving the sterilizable handle, which is part of a prismalix surgical light configuration. It was reported that the screws from the sterilizable handle fell off during surgery. The issue is reported out of an abundance of caution, as any particles falling into the sterile field or during the procedure may led to contamination.

Event description:
Getinge became aware of an issue involving the sterilizable handle, which is part of a prismalix surgical light configuration. It was reported that the screws from the sterilizable handle fell off during surgery. As stated, one screw fell into the patient¿s body, was subsequently removed, and the surgery was continued. No further information regarding medical intervention or impact on the patient was provided. There was no injury reported, however we decided to report the issue as any parts or particles falling off into sterile field or during procedure may cause contamination and may lead to serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem and h3 device evaluated by manufacturer? Deems required. This is based on the internal evaluation. Previous b5 describe event and problem: getinge became aware of an issue involving the sterilizable handle, which is part of a prismalix surgical light configuration. It was reported that the screws from the sterilizable handle fell off during surgery. The issue is reported out of an abundance of caution, as any particles falling into the sterile field or during the procedure may lead to contamination. Corrected b5 describe event and problem: getinge became aware of an issue involving the sterilizable handle, which is part of a prismalix surgical light configuration. It was reported that the screws from the sterilizable handle fell off during surgery. As stated, one screw fell into the patient¿s body, was subsequently removed, and the surgery was continued. No further information regarding medical intervention or impact on the patient was provided. There was no injury reported, however we decided to report the issue as any parts or particles falling off into sterile field or during procedure may cause contamination and may lead to serious injury. Previous h3 device evaluated by manufacturer? No corrected h3 device evaluated by manufacturer? Yes getinge became aware of an issue involving the sterilizable handle, which is part of a prismalix surgical light configuration. It was reported that the screws from the sterilizable handle fell off during surgery. As stated, one screw fell into the patient¿s body, was subsequently removed, and the surgery was continued. No further information regarding medical intervention or impact on the patient was provided. There was no injury reported, however we decided to report the issue as any parts or particles falling off into sterile field or during procedure may cause contamination and may lead to serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. According to the information received by getinge, the issue occurred during surgery. Root cause analysis was performed by subject matter expert at the manufacturer. As they stated, it is not possible to identify the most likely root cause of this malfunction. Maquet did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.